Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have had a 911 call on (B)(6) 2017 due to low blood glucose. Customer's blood glucose was 39 mg/dl. Customer reported that thyroid medication was changed. Customer suspended insulin pump to treat low blood glucose. Customer declined troubleshooting for low blood glucose due to knowing that insulin pump did not malfunction.